Event description:
The reporter stated the facility used a aq2003v three piece silicone lens. The lens was not implanted. Further information requested, but the reporter did not have further information. Any additional information will be submitted by a supplemental.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found lens stuck in cartridge. The injector and cartridge had no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).